Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the buttons were harder to press, dark spot on the insulin pump screen. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer was also reported that the battery cap was torn off. The insulin pump will not be returned for analysis.